Manufacturer narrative:
H3/h6 - evaluation of the returned software logs determined that there was insufficient information to determine if a software issue occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a product ID 9735670 (serial: (B)(6) ; product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical procedure. It was reported that the surgeon had accuracy concerns during a case. The representative did not have specifics of the inaccuracy at the time but said that the surgeon used both a c-arm and a medtronic imaging system during the case and compared the accuracy between both to conclude their concerns. The surgeon was using a cranial reference frame on a vertek arm for the procedure. After about 20 minutes all instrumentation appeared off and the surgeon checked accuracy with a c-arm and confirmed the inaccuracy. A second medtronic spin was taken with a different system. There was no impact to patient outcome and a delay of less than one hour.